Event description:
It was reported that the core impaction drill was being used in a procedure when it started to smoke. A back-up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, corrosion was discovered in the motor assembly, and the tps flex assembly showed signs of a thermal event.